Manufacturer narrative:
Information was received from a physician who is not required to complete form 3500a. The device has a potential field age of 11 months, but the actual frequency and manner of use remain unknown. Visual inspection of the device finds: there are gouges on the distal and proximal end of the handle. It was confirmed that the spikes have fractured off the device. There are heavy scratches and marks on the locking knob. The device shows a lot of general wear from use. The device was used for treatment. The most likely cause of failure is normal wear and tear over the potential field age of the device. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during a knee arthroplasty procedure, the instrument spikes broke off the instrument, and were retrieved.